Event description:
During a remote follow up, post paced t wave oversensing was noted on the device. Technical support was contacted and recommended reprogramming. Reprogramming was performed to resolve the event. The patient was stable.